Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was stated that the device was removed because it was "broke." The device was reported to have "jolted" the patient when they were on the train they conducted or at the doors of a store. It was also stated that the device would be turned off, but the patient would experience "sudden surges" of stimulation. This was noticed by the reporter in late (B)(6) 2012. Follow up information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot # j0340675v, implanted: (B)(6) 2003, explanted: (B)(6) 2004, product type lead; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2003, product type programmer. (B)(4).